Event description:
Approximately twelve months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Functional testing revealed that four of the returned batteries contained a faulty cell pair, which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This event relates to the fsca (B)(4) issued by heartware, inc. For this matter. This is one of four reports (3007042319-2014-00584, 00585, 00586, and 00587) submitted for devices related to the same event.